Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that device was implanted for constipation and the patient was feeling uncomfortable stimulation. The device was implanted on the right side and the patient only felt stimulation on the right side and was not sure if this was normal. They were currently experiencing stimulation sensation in the butt area near the ins site on 3 of the 4 programs, and the only place they did feel it was the ¿outer width of the vagina¿ but not in the pelvic floor. It was noted that if the patient was feeling stimulation, then they were uncomfortable and they were not able to achieve comfortable stimulation sensation ¿ if they decreased then they lost stimulation sensation. The patient felt their muscles tensing and when they turned the device off, their muscles relaxed. The patient had an upcoming appointment scheduled with their healthcare provider (hcp). No further complications were reported/anticipated.